Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced tachycardia & dissection of the left anterior descending artery (lad) that required stenting. An intellanav mifi oi catheter was selected for a supraventricular tachycardia (svt) ablation procedure. During mapping near the coronaries, a tachycardia was noticed with decreased lv function as seen on imaging. The nav mifi oi catheter was catheter was removed, and a dissection was observed within the lad. The dissection was treated by an interventional cardiologist with stent placement. Patient was admitted to hospital beyond the standard of care and is currently recovering.